Manufacturer narrative:
This report is for an unknown insertion instrument/unknown lot. Part and lot number are unknown; UDI number is unknown. Device available for evaluation: complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from australia reports an event as follows: it was reported that during a transforaminal lumbar (tlif) procedure on (B)(6) 2019, the scrub nurse had difficulty loading the implant. The surgeon was about to implant but noticed the cage was not straight; the interface with inserter was not straight and in alignment with inserter. Another concorde bullet inserter was tried, but the cage was still not straight. Another implant had to be opened, which loaded correctly. Surgeon was getting s1 nerve root irritation with neuromonitoring so implanted and removed second implant. Had to get CT scan and navigate remaining screws. It was also reported that a viper prime screwdriver was not able to release screw and stylet was bent and had to be cut. There was a surgical delay of ten (10) minutes. Patient is recovering well. Concomitant devices: screws (part: unknown, lot: unknown, quantity: unknown) this report is for an unknown insertion instrument. This is report 1 of 6 for (B)(4).

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Investigation summary product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was initially stated that "surgeon was about to implant but noticed the cage was not straight. Interface with inserter was not straight and in alignment with the inserter.another concorde bullet inserter was tried, but the cage was still not straight. They needed to open another implant which loaded correctly".

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.